Event description:
Related to MFR report # 2183959-2012-00828. "On or about (B)(6) 2007," plaintiff was implanted with monarc subfascial hammock to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney has alleged that, "after, and as a result of, the implantation," plaintiff has, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue and other injuries." It was also alleged that the she has, "experienced significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.